Event description:
It was reported that the patient with this right ventricular (rv) lead complained of intermittent pain and the lead when examined presented an increase in capture threshold measurements. When examined by CT imaging, it was found that the patient had suffered a perforation. The lead was explanted and a new lead was implanted. No additional adverse patient effects were reported. The device has been returned and is pending analysis. The device was analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead complained of intermittent pain and the lead when examined presented an increase in capture threshold measurements. When examined by CT imaging, it was found that the patient had suffered a perforation. The lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.